Manufacturer narrative:
The device was returned with no associated complaint. Failure event was identified during analysis. Final analysis found two external insulation abrasions, one breaching the ring electrode lumen at 18.8 cm to 19.0 cm from the connector pin and one breaching the superior vena cava lumen at 20.3 cm to 20.6 cm from the connector pin. Additional external insulation abrasions were noted at 7.3 cm to 7.6 cm and 14.9 cm to 15.0 cm from the connector pin. The insulation abrasion breached unknown lumen. The damages were all noted to be consistent with friction to the device can. No other anomalies were found

Event description:
This report is to advise of an event observed during analysis.